Manufacturer narrative:
Date of event: exact date unknown, event occurred last year based on the date the manufacturer became aware of the event. Explant date: procedure happened last year.

Event description:
It was reported that patient underwent an explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.